Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the exhalation valve fix the issue.

Event description:
The customer reported that the first user verification test leak test ruined the technicians test lung. The turbine kept ramping up until it blew the test lung during the user verification test leak test. The ventilator would autocycle and then gave a circuit disconnect alarm. No patient involvement.